Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not report symptoms and was able to self-treat with 2 briquettes of chocolate milk. The customer had a blood glucose reading on 282 mg/dl on an unspecified device and "increased insulin injection by 6 units." There was no report of death or permanent impairment associated with this event. A sensor result of 53 mg/dl was compared to a competitor brand meter reading of 282 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. It is unknown when these readings were obtained in relation to the reported adverse event.